Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. Streptococcus, moraxella osloensis, moraxella sp., paenibacillus provencensis, paenibacillus validus, paenibacillus sp., acinetobacter ursingii, bacillus cereus, coagulase-negative staphylococci, micrococcus. The user facility did not provide other detailed information such as the number of above microbes. The device had been reprocessed with an olympus automated endoscope reprocessor model, etd4 (not available in the USA). There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus followed up with the user facility and received new information that the subject device was in compliant condition with an unspecified requirement after the second reprocessing by the user facility. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.